Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab received the suspect sipap device. The reported issue of a blank screen on power up and the transducer light flashing was found to be due to an improperly connected ribbon cable going to the front panel led.

Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, (B)(4) has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that the screen of this infant flow sipap device went blank and constantly alarmed while being used on a patient. The power light was on and the transducer light came on. The customer stated that alternate ventilation was provided by changing out the unit with a known good unit and that there was no patient injury or harm associated with this reported issue.